Manufacturer narrative:
Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that infusion set tubing detachment from close to the site location. Infusion set was placed in right upper thigh. No further information was available.